Event description:
It was later reported that the lead also exhibited short ventricular intervals and noise. The lead was turned off and was subsequently capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted (B)(6)2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and oversensing due to possible lead fracture. The patient also received inappropriate high voltage therapy. The lead was reprogrammed and it was reported that the lead was to be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.